Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional heart pump procedure. Reportedly, the proglide device deployed fine; however, when the lever was returned to its original position in order to retract the foot, the device got stuck. It could not be confirmed if the foot was closed or not. An angiogram was taken, and the device was noted to be separated into two pieces at the distal guide. A cutdown was performed and the separated piece was snared out. The pre-close technique and heart pump procedure were aborted. The vessel was closed with surgical suturing. The patient is stable. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to retract the foot was not confirmed due to the condition of the returned device. The guide separation was confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received: it was confirmed by the account that no foreign object was left in the patient.